Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that a remote monitoring transmission was sent due to the patient feeling dizzy. There were episodes that appeared to show far field r-wave (ffrw) on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.